Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the external pulse generator (epg) the epg would not power on due to the main printed circuit board (pcb) being corroded. It was also indicated that the atrial output connector is broken, the hanger is cracked and contaminated, the upper case is contaminated, the encoder assembly is contaminated, the lower case battery drawer sticks, the lower case battery drawer is contaminated, the main label is damaged, the display and display frame is contaminated, and two display screws are contaminated. All found effective parts were replaced and all other identified issues were resolved. The device then passed all functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) would not turn on even after the batteries were replaced. The epg was returned for service and subsequently tested out-of-specification during manufacturer's analysis. There was no patient involvement.